Event description:
The patient was having a laparoscopic da vinci robotic assisted resection and removal of a 20 cm pelvic mass. Two things occurred: a esu monopolar cable fire; activation of the bipolar instrument without user input/activation - surgeon not in console at the time of the bipolar activation. The patient sustained a burn on her small bowel in the area where the fenestrated bipolar instrument was being used as a blunt retractor of the small bowel. This resulted in a small bowel resection with anastomosis.